Manufacturer narrative:
The reporter has provided the following information. The leak reported was from the heater tank, recirculating water leaked from heater tank leaked from around a gasket. The user facility biomedical staff replaced the gasket and has placed the unit back into service. The reporter stated no patient injury occurred, when the device began to leak another unit was placed into service. (B)(4).

Event description:
.